Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 32 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. An extraction aid was found on the returned fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis revealed that the insulation of the returned distal fragment was found damaged due to wear in several regions, which is assumed to be the root cause of the reported oversensing in the atrial channel. Based on the characteristics of the insulation damages in the distal fragment, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state. The finding most likely resulted due to constant interaction with another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that both leads were extracted due to oversensing in the atrial and ventricle channel approx. 80 months after the implantation.